Event description:
It was reported that this patient exhibited high thresholds and a right ventricle (rv) lead dislodgement. Upon repositioning the lead there was a helix mechanism issue unable to extend resulting in surgical intervention being required. The rv lead was removed and a new rv lead successfully implanted. There are no adverse patient effects reported.